Event description:
On (B)(6) 2012 the reporter, a nurse, contacted animas to report that on (B)(6) 2012, the patient had been admitted to the hospital ICU with a diagnosis of dka, and a blood glucose level of 359 mg/dl. The reporter had no information about the patient's prior status, blood glucose levels or pump usage. It was not possible to troubleshoot the pump at that time, as the patient had lost the pump battery cap. No information was provided about the patient's status, activities, insulin therapy or pump. The patient allegedly suffered dka and was admitted to the hospital while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated the data from the date of the reported event was not available for review due to continued pump use. The daily insulin delivery totals were inaccurate due to an incorrect date and time setting. There were no alarms or conditions indication a malfunction noted in the black box or the alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.